Manufacturer narrative:
Zimvie received one (1) (B)(6) (t3 pro tapered implant 6/5mm (d) x 8.5mm (l)) for evaluation. Visual evaluation / functional test was performed; bone / tissue attached to external threads. The implant was identified as reported however, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120019517. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120019517 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: other the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The implant had no apparent malfunction was identified with the implant that would contribute to the reported event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported reported trauma: patient bit down on a cough drop and implant was removed, tooth 19.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided.